Event description:
The consumer stated that a piece of the applicator remained inside of her after inserting her tampon. She indicated that she inserted a tampon and experienced discomfort after removal. She checked to see if she fully removed the tampon and found a petal from the applicator.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.